Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient's daughter called back and reiterated that the therapy hadn't been helping the patient's symptoms. The caller stated the patient's programmer also hadn't been working for them but they got it working and the patient had an MRI done in (B)(6) 2024 and the patient stated they thought the implant had been shut off for the MRI but the patient was having more trouble going more frequently since and now the programmer wasn't working again. The caller stated they thought they'd written "two summaries" and sent them back about the issue but they hadn't heard back about it. Battery longevity considerations were reviewed with the caller and it was reviewed that given the age of the patient's implanted device, the patient's stimulator may have reached end of life. The caller stated "oh that makes sense now why it's not working. It is probably depleted." The caller was redirected to reach out to the patient's healthcare provider (hcp) about the situation and reviewed with the caller that if the patient received a new implant, the patient would get a new programmer at that time. The caller was going to reach out to the patient's hcp to check the implanted system and discuss next steps.

Manufacturer narrative:
H6: coding missing from initial report, correction sent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6)2024 information was received from a healthcare provider regarding a patient who was implanted with an implantable neuros timulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that caller said the device hadn't worked for year and the patient left their remote at home. The patient programmer wouldn't turn on with new batteries. The patient was heard in the background saying that they pee all the time. They redirected them to have the patient call in or they could page a manufacturing representative (rep). On (B)(6)2024 additional information was received from the patient. They reported that to clarify the device not working, they indicated that it was a stimulation output issue. They also said that the external device wasn't detecting the ins. The cause was not due to normal battery depletion and the cause of the device was not known. They indicated that the most likely cause was due to either the age of the device or something happened when the technician modified the device for an MRI. They reported that they were currently waiting on advise and the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.